Event description:
Ous MDR - after an implantation time of 25 months, excessively high shock impedance (>150 ohm) were reported. The lead was then explanted as a precaution. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.